Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the abutment.this report is for the dental abutment device. The dental implant device report was submitted under MFR report # xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant abutment fracture and loss.